Event description:
The plaintiff alleges the development of severe latex allergy and several episodes of anaphylactic reaction caused by his exposure to latex gloves. The plaintiff alleges that the plaintiff has suffered from rhinosinusitis, hives, shortness of breath, itchy and watery eyes and urticaria, swollen face, hands and feet, and numbness of the tongue, cheeks and lips. In addition, the plaintiff alleges that plaintiff has suffered, and will continue to suffer in the future, severe emontional distress and an inability to engage in his normal activities. The plaintiff's spouse alleges loss of consortium.